Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient had a drop in saturation. It was verified when extubation was performed that the cuff was leaking.